Event description:
It was rpeorted that (1) device was used during an unknown procedure. It was reported by the affiliate that the pmw35 stapler staples were not releasing and were pulling/tearing the skin. It was unknown how the case was completed.